Event description:
Related manufacturer reference number: 1627487-2023-03840. It was reported in a research article stating one patient experienced dysarthria and one patient experienced balance problems. No further information is available.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.